Manufacturer narrative:
(B) (4).

Event description:
It was reported that during an unspecified procedure, a balloon rupture occurred. The de novo lesion was located in a heavily calcified and non tortuous unspecified vessel. Upon attempting to pre-dilate the lesion, the 30mm x 3.0mm maverick2 monorail ptca catheter was advanced to the lesion and ruptured at 18 atms after 10 seconds, on the first inflation. It was further reported that the physician intentionally exceeded the rated burst pressure for the balloon because the balloon did not fully inflate due to the heavy calcification. The balloon catheter was removed from the pt without incident. The procedure was completed with a different device. No pt injuries or complications were reported. The pt's status was reported as "stable."